Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor displayed a service code 105 (pulse test fault) and was unable to complete functional testing. The cause for the failure were shorted q12 and q16 insulated-gate bipolar transistors (igbts) on the defibrillator pca. Root cause for the shorted igbts was unable to be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.